Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that the system was explanted due to infection. Noise was observed on the leads.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4): review of quality records. Other text : device evaluation anticipated, but not yet begun.